Event description:
Caller reported cartridge alarm 30 during the load process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller reloaded the cartridge and was able to resume insulin therapy without further issues.